Event description:
The catheter was placed in 2006. Repaired due to a hole near exit site five months later. The nurses noticed that the end had previously been replaced with an old groshong PICC end, but there is no record of this action in the pt's notes. The end was replced again with an old style connector. Two days later, at clinic attendance, it was noticed that the PICC was no longer visable externally. X-ray revealed that the PICC was sitting in the pulmonary artery. Pt required snare removal of catheter via femoral vein, transfer to tertairy care facility and overnight stay.

Manufacturer narrative:
A complaint history review of the lot showed one other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.